Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6 (patient codes): patient code e211401 captures the reportable event of perforation of the duodenum. Block h6 (impact codes): correction impact code corrected to surgical intervention f19. Block h10: the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an exalt model d single-use duodenoscope was being used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. It was reported that the procedure was performed on an otherwise healthy patient who presented with obstructive jaundice from a pancreatic head mass. The patient had no other significant medical history or surgical history and no other significant underlying co-morbid conditions. The patient was placed under general anesthesia and in a prone position when the exalt d scope was advanced. The physician described passing the scope across the oropharynx as a "pop." The exalt d scope was successfully advanced to the second portion of the duodenum. Once in position, he was orienting the tip of the scope to visualize the ampulla and saw peritoneum on the medial wall of the duodenum. The exalt d scope was immediately removed and the patient was transferred to a higher level of care facility. It was reported that a minimal amount of blood was observed. The physician stated that he does not know exactly what happened, and he felt no tactile sensation when operating the scope. The physician stated that he did not face any resistance when advancing the exalt d scope. As soon as he saw the perforation, he removed the scope. The physician did not do any contrast study or fluoroscopy (x-ray) to see any free air. After transfer to the higher care facility, the patient underwent exploratory laparotomy and a patch was placed at the site of perforation. The patient was reported to be stable. The patient has been scheduled for whipple pancreaticoduodenectomy. The device was not returned.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an exalt model d single-use duodenoscope was being used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. It was reported that the procedure was performed on an otherwise healthy patient who presented with obstructive jaundice from a pancreatic head mass. The patient had no other significant medical history or surgical history and no other significant underlying co-morbid conditions. The patient was placed under general anesthesia and in a prone position when the exalt d scope was advanced. The physician described passing the scope across the oropharynx as a "pop." The exalt d scope was successfully advanced to the second portion of the duodenum. Once in position, he was orienting the tip of the scope to visualize the ampulla and saw peritoneum on the medial wall of the duodenum. A perforation with a minimal amount of blood was observed. The exalt d scope was immediately removed and the patient was transferred to a higher level of care facility. The physician noted that there was no tactile sensation when operating the scope and that he did not face any resistance when advancing the exalt d scope. The physician did not do any contrast study or fluoroscopy (x-ray) to see any free air. After transfer to the higher care facility, the patient underwent exploratory laparotomy and a patch was placed at the site of perforation. The patient was reported to be stable. The patient has been scheduled for whipple pancreaticoduodenectomy.